Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Customer's expected results are 100-130mg/dl - fasting. Strip expiration date is 07/22/2018 and strip open date is (B)(6) 2018. Strip storage is correct. Back to back blood test performed with results of 107mg/dl and 99mg/dl non-fasting. Reviewed meter memory: 130mg/dl (B)(6) 2015 11:16:00 am fasting:yes; 135 mg/dl (B)(6) 2015 11:07:00 am fasting:yes; 97mg/dl (B)(6) 2015 10:31:00 am fasting:yes; 109mg/dl (B)(6) 2015 10:37:00 am fasting:yes; 118mg/dl (B)(6) 2015 11:18:00 am fasting:yes. Memory concerns: 130,135,97,109,118mg/dl. Customer believed his results were lower than his lab test. Customer did not remember what the lab results were.